Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. The patient reported their pump wore out early so it was replaced in (B)(6).